Manufacturer narrative:
(B)(4). This report is filed september 13, 2016. Device remains.

Event description:
Per the clinic, the patient was placed under general anaesthesia to replace the abutment (date not reported).